Event description:
The manufacturer received notification of an infant expiring due to sudden infant death syndrome (sids). At the time of the event, the child was using a bipap harmony bi-level device for the treatment of sleep apnea. Although the reported event occurred on (B) (6) 2009, the manufacturer was not notified of the event until (B) (6) 2010. There is no allegation the bipap harmony caused or contributed to the reported event.

Manufacturer narrative:
Although there is no allegation of device malfunction, the bipap harmony was evaluated by the manufacturer at the request of authorities. The device was evaluated in the presence of a third party investigator. Operational and service testing of the bipap harmony was performed and the device was found to operate as designed. Based on the available information and testing results, the manufacturer has determined the bipap harmony did not cause or contribute to the reported event. Based on the reported use of the device to provide therapy to a child, the manufacturer has determined the device was being used in an off-label manner. Product labeling for the device (user manual, part number 1038438, section: warnings and cautions) states, "the harmony is intended to provide noninvasive ventilation in adult pts (>30 kg) for the treatment of respiratory insufficiency (a condition in which the pt can continue without ventilation for some period of time, such as overnight) or obstructive sleep apnea. The harmony is not intended to provide your total ventilatory requirement." The manufacturer concludes product labeling is clear and adequate in describing the pt population and intended use of the device and that no further action is appropriate. Product labeling was reviewed by the manufacturer.